Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system placing four implants (7 x 55mm, 7 x 55mm, 7 x 45mm and 7 x 40mm). The patient complained of ipsilateral leg pain after the operation. No complaints of patient numbness or motor deficit were reported. The patient¿s leg pain complaints did not improve with time. A CT scan was performed that the surgeon interpreted as showing the most inferior (fourth) implant was impinging slightly into the neuroforamen. On (B)(6) 2013, the surgeon performed a revision surgery where he used the removal device to reposition the most inferior implant by withdrawing it approximately four millimeters. No other implants were adjusted or removed and no implants were added. No grafting was performed. Per si-bone vp of medical affairs: ¿medical review shows this to be an early revision for a symptomatic malposition of an implant. The malpositioned implant was the fourth (most inferior) implant. The direction of the malposition was medial into the neuroforamen."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and (B)(4), there is no evidence that the device was out of specification. The most probable root cause for the pain is a malpositioned implant impinging on a nerve. Lot numbers: p/n 7040-90, lot# i0301, manufactured 04/22/2013, expires 2018-03. P/n 7045-90, lot# 148830, expires 2017-11. P/n 7055-90, lot# 8175003938015, manufactured 09/13/2012, expires 2015-10. P/n 7055-90, lot# 148842, expires 2017-11.